Event description:
(B)(4). Constant fatigue. Headaches. Mood swings. Hot flashes. Very painful menstruation. Joint pain. Bloating. Blurred vision. Brain fogginess. No labs done since hsg to test occlusion.